Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that on (B)(6) 2022, the patient was admitted for decreased visual acuity in the right eye, a headache, and vomiting. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists potential adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.